Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident). (B)(4).

Event description:
Additional information was received indicating the customer returned the phaco handpiece for an unspecified issue; not for overheating as originally reported.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical biomedical technician returned a phacoemulsification handpiece because it overheats. Additional information has been requested but not received. This is one of three reports being filed for this issue.